Event description:
Additional information was received from the manufacturer representative (rep) on 2026-mar-06. The rep reported that the cause of the implantable neurostimulator (ins) life being at 0.5 - 3 months (elective replacement indicator) was determined, and the most likely caused was end of life (eol)/normal battery depletion. The rep reported it was unknown if the cause of the impedance readings of >4000 on all electrode pairs was determined, and noted the most likely cause as a possible old lead type (?). The rep reported that it was unknown if the cause of the previous impedance check showing that electrode 3 was compromised was determined, and noted the most likely cause as the age of the lead (?). When asked what steps were taken to resolve the issue, the rep stated the program was manipulated at the time of the visit, [the issue was] discussed [with the manufacturer], and a consultant was seen. A full revision was denied by [the manufacturer] until significant weight loss to reduce bmi. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that healthcare professional (hcp) completed a device check with a patient. Patient's implantable neurostimulator (ins) life was 0.5 - 3 months (elective replacement ind icator). The lead check has shown all 10 out of 10 electrode pairs had impedance readings of >4000?, indicating full lead fracture. Xray has showed normal placement, and patient denies any falls or knocks. Previous impedance check showed electrode 3 compromised.